Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure n.a diagnosis and indication for the index surgical procedure? N/a. What tissue location was the suture placed? Fascia. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? The surgeon mention that the patient was after chemotherapy. Don't know more than this on the tissue condition. Other relevant patient history/concomitant medications was the suture reprocessed (i.e. Re-sterilized) before use? No. Was an issue noted with the suture and fixation tab during the initial tah? Yes, the fixation tab was found broken. Did the operating surgeon observe any suture deficiency or anomaly before or during suture placement? No. What was the appearance of the suture during the re-operation? As mentioned, the tab, from the suture of the initial surgery, was found broken. What is physician¿s opinion as to the etiology of or contributing factors to this event? She mention that fascia event ration is a common complication in tah, especially after chemotherapy. What is the patient¿s current status? Unknown.

Event description:
It was reported that the patient underwent tah on the (B)(6) 2017 and barbed suture was used to close the fascia. Two days later, (B)(6) 2017 the surgeons noted fascia eventration and an additional procedure was performed. The surgeon noted that fascia was partially open and found the suture without the fixation tab. Another device was used to close the fascia. The patient condition is unknown. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional: a dispensed needle-suture and labeled winding former of product code sxpp1a400 were returned for analysis. During the visual inspection of the sample under magnification, it was noted that the needle-suture had slight mark on the body of the needle consistent with the use of surgical instruments during manipulation of the needle. In addition, body fluids at some barbs and fixation tab were noted. No suture breakage or fixation tab breakage could be observed on the strand. The tab was measured according to the test method and meet the requirements.  As device is absorbable and the time of exposition environment cannot be determined, additional testing could not be performed. Per the sample condition the assignable cause of the performance fixation feature breakage - post-op cannot be determined since, no fixation tab breakage was observed.

Manufacturer narrative:
Product complaint # ==> pc-000070862 additional information. Additional. A dispensed needle-suture and labeled winding former of product code sxpp1a400 were returned for analysis. During the visual inspection of used needle-suture under magnification, slightly marks on the body of the needle that appears to be by the use of surgical instruments could be observed. In addition, body fluids at some barbs and fixation tab were noted. No suture breakage or fixation tab breakage could not be observed on the strand. As the device is absorbable and the time of exposition environment cannot be determined, the functional testing could not be performed. Per the sample condition the assignable cause of the performance fixation feature breakage - post-op cannot be determined since, no fixation tab breakage was observed. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure n.a diagnosis and indication for the index surgical procedure? N/a what tissue location was the suture placed? Fascia what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? The surgeon mention that the patient was after chemotherapy. Don't know more than this on the tissue condition. Other relevant patient history/concomitant medications was the suture reprocessed (i.e. Re-sterilized) before use? No was an issue noted with the suture and fixation tab during the initial tah? Yes, the fixation tab was found broken did the operating surgeon observe any suture deficiency or anomaly before or during suture placement? No what was the appearance of the suture during the re-operation? As mentioned, the tab, from the suture of the initial surgery, was found broken. What is physician¿s opinion as to the etiology of or contributing factors to this event? She mention that fascia event ration is a common complication in tah, especially after chemotherapy. What is the patient¿s current status? Unknown